Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 6mm 4cm saber ruptured during post dilation of the superficial femoral artery (sfa) stent. Than, while trying to remove the balloon from the patient, the tip of the catheter broke off and appeared to be inside the sheath. The md was able to remove the sheath by pinning the markers inside of the sheath with a balloon and pulling back to the sheath hub. The balloon tip would not come out of the sheath, so the md put an 0.035 wire down the sheath and exchanged for a new 6f sheath. Upon inspection, the radiopaque markers where found, but not the tip of the balloon. The md saw a lesion in the proximal pop/sfa and stented. The case was completed after stent was implanted. This is where he thought the tip of the balloon ultimately ended up. The saber 0.018 was used post laser athrectomy of sfa. The product was stored properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no difficulty removing the device from the packaging, removing from the hoop, or while removing the protective balloon cover. The device was prepped per the IFU without difficulty. The product was inspected prior to use and appeared to be normal. There were no kinks or other damages noted prior to inserting the product into the patient. The vessel did not have any tortuosity. The device was not being used to treat a chronic total occlusion (cto). There was no difficulty advancing the device towards the lesion. Abnormal force was not used while tracking the balloon towards the lesion. The day after the initial procedure, the pt had a cold leg and was taken to a nearby hospital where thrombectomy was preformed and the distal tip was removed from the pt. The device will be returned for evaluation. No product was received for analysis, instead one picture related to the reported failure was attached. The picture shows the catheter coiled and the distal section can be noticed. The balloon is deflated, and the distal tip is not present. Blood residues are observed. No other anomalies of the product can be noticed at the attached picture.

Manufacturer narrative:
As reported, the 6mm 4cm saber percutaneous transluminal angioplasty balloon catheter ruptured during post dilation of the superficial femoral artery (sfa) stent. Then, while trying to remove the balloon from the patient, the tip of the catheter broke off and appeared to be inside the sheath. The md was able to remove the sheath by pinning the markers inside of the sheath with a balloon and pulling back to the sheath hub. The balloon tip would not come out of the sheath, so the md put an 0.035 wire down the sheath and exchanged for a new 6f sheath. Upon inspection, the radiopaque markers where found, but not the tip of the balloon. The md saw a lesion in the proximal pop/sfa and stented. The case was completed after stent was implanted. This is where he thought the tip of the balloon ultimately ended up. The saber 0.018 was used post laser atherectomy of sfa. The product was stored properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no difficulty removing the device from the packaging, removing from the hoop, or while removing the protective balloon cover. The device was prepped per the IFU without difficulty. The product was inspected prior to use and appeared to be normal. There were no kinks or other damages noted prior to inserting the product into the patient. The vessel did not have any tortuosity. The device was not being used to treat a chronic total occlusion (cto). There was no difficulty advancing the device towards the lesion. Abnormal force was not used while tracking the balloon towards the lesion. The day after the initial procedure, the pt had a cold leg and was taken to a nearby hospital where thrombectomy was preformed and the distal tip was removed from the pt. The picture #1 shows the catheter coiled and the distal section can be noticed. The balloon is deflated, and the distal tip is not present. Blood residues are observed. No other anomalies are observed in the image provided. The device was returned for analysis. Two bags assigned to this complaint were received. In one of the bags an unknown catheter along with unknown pieces were received in the packaging. In the second bag, a non-sterile saber 6mm x 4cm 150 was received for analysis together with un unknown non-cordis medical device. The product was unpacked to be evaluated observing that the distal section of the balloon and the inner lumen are separated. The separated pieces were not returned for analysis. No other damages or anomalies were observed. The distal area of the device was inspected using a vision system confirming the separated condition. Sem results showed evidence of scratch marks near the borders of the ruptured area. These observed conditions are commonly associated with events where a material is exposed to the presence of sharp materials that were in contact with the balloon surface. Therefore, it is assumed that the unit could be damaged by a sharp material ¿ surface interaction. No other anomalies were observed during the sem analysis. A product history record (phr) review of lot 82270650 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ and " distal tip separated¿ were confirmed due to the condition of the product received. The balloon was received separated, and the distal potion was not returned for analysis. The exact cause of the balloon burst/separation could not be determined. Sem analysis revealed evidence of scratch marks near the borders of the ruptured area. Additionally, the device was being used during post dilation of an unknown stent. Stent struts can easily damage balloon material when attempting to cross inside the stent and/or upon inflation. During the attempt to withdraw, the device separated into sheath likely due to the ruptured condition and the tip sheared off inside the patient. It is likely a combination of the contact of the balloon material with stent struts and handling upon withdraw contributed to the events as evidenced by device analysis. The reported adverse event of ¿arterial occlusion¿ cannot be confirmed due to the nature of the complaint; however, risks associated with angioplasty procedures include occlusion and the potential for separation of the device if force is used and are listed in the IFU as such. These are well-known and extensively documented potential complications of this type of procedure. According to the instructions for use, which are not intended to mitigate risk, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Complications related to the product include, but are not limited to abrupt vessel closure, additional intervention, acute myocardial infarction, allergic reaction (device, contrast medium and medications), amputation, arrhythmias, arteriovenous fistula, bradycardia, death, embolism, hematoma at puncture site, hemorrhage, hypotension / hypertension, inflammation/ infection/ sepsis, ischemia, necrosis, neurological events, including peripheral nerve injury, transient ischemic attack and/ or stroke, organ failure (single, multiple), pain, paralysis, potential for balloon burst and potential complications (rated burst pressure), potential for separation and potential complications (integrity to be checked before and after use), procedural complications: bleeding, hypotension, access site complications, pseudoaneurysm, renal failure, restenosis of the dilated vessel, thrombosis, vascular complications (e.g. Intimal tear, dissection, pseudoaneurysm, perforation, rupture, spasm, occlusion).¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the 6mm 4cm saber ruptured during post dilation of the superficial femoral artery (sfa) stent. Than, while trying to remove the balloon from the patient, the tip of the catheter broke off and appeared to be inside the sheath. The md was able to remove the sheath by pinning the markers inside of the sheath with a balloon and pulling back to the sheath hub. The balloon tip would not come out of the sheath, so the md put an 0.035 wire down the sheath and exchanged for a new 6f sheath. Upon inspection, the radiopaque markers where found, but not the tip of the balloon. The md saw a lesion in the proximal pop/sfa and stented. The case was completed after stent was implanted. This is where he thought the tip of the balloon ultimately ended up. The saber 0.018 was used post laser athrectomy of sfa. The product was stored properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no difficulty removing the device from the packaging, removing from the hoop, or while removing the protective balloon cover. The device was prepped per the IFU without difficulty. The product was inspected prior to use and appeared to be normal. There were no kinks or other damages noted prior to inserting the product into the patient. The vessel did not have any tortuosity. The device was not being used to treat a chronic total occlusion (cto). There was no difficulty advancing the device towards the lesion. Abnormal force was not used while tracking the balloon towards the lesion. The day after the initial procedure, the pt had a cold leg and was taken to a nearby hospital where thrombectomy was preformed and the distal tip was removed from the pt. The device will be returned for evaluation. No product was received for analysis, instead one picture related to the reported failure was attached. The picture shows the catheter coiled and the distal section can be noticed. The balloon is deflated, and the distal tip is not present. Blood residues are observed. No other anomalies of the product can be noticed at the attached picture.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt. This device is available for analysis but has not yet been received.

Event description:
As reported, the 6mm 4cm saber ruptured during post dilation of the superficial femoral artery (sfa) stent. Than, while trying to remove the balloon from the patient, the tip of the catheter broke off and appeared to be inside the sheath. The md was able to remove the sheath by pinning the markers inside of the sheath with a balloon and pulling back to the sheath hub. The balloon tip would not come out of the sheath, so the md put an 0.035 wire down the sheath and exchanged for a new 6f sheath. Upon inspection, the radiopaque markers where found, but not the tip of the balloon. The md saw a lesion in the proximal pop/sfa and stented. The case was completed after stent was implanted. This is where he thought the tip of the balloon ultimately ended up. The saber 0.018 was used post laser athrectomy of sfa. The product was stored properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no difficulty removing the device from the packaging, removing from the hoop, or while removing the protective balloon cover. The device was prepped per the IFU without difficulty. The product was inspected prior to use and appeared to be normal. There were no kinks or other damages noted prior to inserting the product into the patient. The vessel did not have any tortuosity. The device was not being used to treat a chronic total occlusion (cto). There was no difficulty advancing the device towards the lesion. Abnormal force was not used while tracking the balloon towards the lesion. The day after the initial procedure, the pt had a cold leg and was taken to a nearby hospital where thrombectomy was preformed and the distal tip was removed from the pt. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82270650 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 6mm 4cm saber ruptured during post dilation of the superficial femoral artery (sfa) stent. Than, while trying to remove the balloon from the patient, the tip of the catheter broke off and appeared to be inside the sheath. The md was able to remove the sheath by pinning the markers inside of the sheath with a balloon and pulling back to the sheath hub. The balloon tip would not come out of the sheath, so the md put an 0.035 wire down the sheath and exchanged for a new 6f sheath. Upon inspection, the radiopaque markers where found, but not the tip of the balloon. The md saw a lesion in the proximal pop/sfa and stented. The case was completed after stent was implanted. This is where he thought the tip of the balloon ultimately ended up. The saber 0.018 was used post laser athrectomy of sfa. The product was stored properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no difficulty removing the device from the packaging, removing from the hoop, or while removing the protective balloon cover. The device was prepped per the IFU without difficulty. The product was inspected prior to use and appeared to be normal. There were no kinks or other damages noted prior to inserting the product into the patient. The vessel did not have any tortuosity. The device was not being used to treat a chronic total occlusion (cto). There was no difficulty advancing the device towards the lesion. Abnormal force was not used while tracking the balloon towards the lesion. The day after the initial procedure, the pt had a cold leg and was taken to a nearby hospital where thrombectomy was preformed and the distal tip was removed from the pt. The device will be returned for evaluation.